Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that the pendant had five buttons that did not work. Ordered new pendant. Returned on feb 7th. Replaced the pendant in accordance with documentation. All tests and verifications successfully passed. System was fully functional and returned to customer for clinical use. Section a. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi 71000529rpend, serial/lot #: -, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that there was intermittent issues opening and closing of the imaging system. Site needed to lay pendant down flat in order for buttons on the system to function and move the arm. During a procedure site could not get the imaging system to close and heard clicking noises coming from within the gantry. Site eventually got the imaging system to close and proceeded with the procedure. There was medtronic imaging aborted and no further information available.